Event description:
Covidien received information stating that the e360 ventilator did not monitor the fractional inspired oxygen (fio2) properly. The ventilator generated a high fio2 alarm with a value difference of more than 10%. The oxygen sensor was calibrated many times, but the issue remained. There was no patient involvement.

Manufacturer narrative:
The oxgen sensor was replaced to resolve the issue.(B)(4).